Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer called about her battery dying on her pump she has replaced it at least five times already. Customer called back after following the advisement from trouble shooting the first call. Customer states display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been updated with this report. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device passed functional test including the displacement test, rewind test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The device functioned properly. No blank display was noted during testing. The device was received with minor scratched lcd window and scratched around casing noted during visual inspection.